Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of faulty lens. Additional information received stating that lens missing one haptic. Lens picked up while loading, not inserted into eye. The surgery was completed on same day by using different lens. There was no patient contact.